Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and replaced due to a leak in the system.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation and corrected date received by manufacturer (g4) the device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Event description:
Additional information received indicated the reservoir had herniated to the right upper scrotum and appeared to have no fluid contained within. In addition, the patient reported they could not get the pump to function properly.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received. The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report, quality accepts the physician's observations as to the reason for surgical intervention.